Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-33, lot# v956852, product type: lead. Product ID: 3889, lot# unknown, product type: lead. Analysis results not available at this time as analysis has not yet begun. An additional report will be sent once analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the device had a failure or malfunction that lead to an explant on (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-33, lot# v956852, product type: lead. Product ID 3889, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that there was a lack of response with the device, but no malfunction was noted. Related to the issue, the patient had urinary incontinence. There was no replacement with this device.